Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A technical support specialist dialed into the station, logged off device application and logged in under the carefusion admin profile, opened device manager and located the biometric device. Reviewed programs and features and confirmed the driver package version. Based on the logs, identified multiple errors related to the biometric identifier (bio ID) component. Uninstalled the device and rebooted the station. The customer confirmed that the issue was resolved after reboot. The system functioned as intended after the technical support specialist troubleshot the device.